Event description:
It was reported that the handpiece was leaking oil during set up for procedure. There was no patient contact and no reports of adverse consequences.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the quality engineer. Oil was discovered in the hose of the handpiece. This was most likely caused by a build up of oil in the handpiece during regular use. Over time the oil build up can reach a critical level and start coming out in the sterilization process.